Manufacturer narrative:
Conclusion: according to the information received, the user reported a mechanical damage of the rondo 3 audio processor. During the repair process, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized a few parts. The damage was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The device was received at service _ repair due to mechanical problems. Upon first investigation, the rondo 3 had a broken housing and a leaking battery. No injury has been reported.

Event description:
The device was received at service _ repair due to mechanical problems. Upon first investigation, the rondo 3 had a broken housing and a leaking battery. No injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.